Manufacturer narrative:
The allegation of lead migration cannot be confirmed or refuted via laboratory testing.(B)(4).

Event description:
The patient had 4 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported all 4 of the patient's ((B)(6)) leads had migrated. Subsequently, the physician explanted and replaced the leads and effective therapy was restored.